Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings. The cannula tip was peeled back outside the sensor canal and it was unable to confirm whether the customer received the sensor in this condition due to customer returning an opened and used sensor.

Event description:
Customer reported via phone call change sensor alarm. Customer's blood glucose level was 196 mg/dl. Troubleshooting for the calibration error alert was performed. Customer advised the alert did not occur as a result of the 1st calibration attempt after initialization. Customer advised they are experiencing intermittent calibration error alerts. Customer advised they calibrate the sensor 3 to 4 times throughout the day. Customer was advised they would send out a replacement sensor. Customer was advised to return the sensor for analysis.